Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. The suspected extrinsic outflow graft obstruction could not be confirmed based on the provided information. A direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported decrease in right ventricular function and fatigue could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Review of the submitted log files captured many low flow alarms between (B)(6) 2025, as well as on (B)(6) 2025. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including right heart failure. Section 1 of the IFU, ¿introduction,¿ also addresses all pump parameters. Section 4 of the IFU, ¿heartmate touch communication system,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for evaluation for a patient with exhaustion and frequent low flow alarms. They had an echocardiogram that showed stable left ventricular size, decreased right ventricular function, and their inferior vena cava (ivc) was small. The patient's vmap was at goal, and they were being given intravenous fluids (ivf). The event log file captured low flow alarm events on (B)(6) 2025 and (B)(6) 2025. Additional log files were sent for evaluation due to a suspected external outflow graft occlusion (eogo). These log files contained persistent low flow estimates as well as sustained low flow hazard events. It was recommended to rule out compression of the outflow graft through imaging. Additional communication stated the patient had a known outflow graft obstruction, and the patient's flows improved with increased speed however appeared to have acute drop again on interrogation. The event log captured intermittent low flow alarms as well as several brief low flow estimates starting on (B)(6) 2025. The site provided an update after the outflow graft obstruction was released with another set of log files that captured low flow on (B)(6) 2025 from 08:15 through 09:21. There were also multiple set speed changes during this period, some causing low speed advisory alarms. All parameters normalized starting at 09:27 until the end of the log at 10:23 with set speed of 5800rrpm low speed 5600rpm. Otherwise, there were no other notable alarm conditions or parameter changes.